Event description:
The customer reported that her blood glucose was 468 mg/dl, which she treated with the insulin pump. Three hours later, her blood glucose was 380 mg/dl, which she treated with a syringe. The customer's symptoms of high blood glucose were thirst, lethargy, stomach ache and feeling sick. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. The customer did not have a tubing clamp with which to perform the high pressure test and complete troubleshooting. She was advised to change the entire set, reservoir and insulin. Upon removal of the infusion set, the cannula was neither bent nor occluded. The customer stated the infusion set was located in her right thigh, which was bleeding. She was advised to apply pressure until bleeding would stop. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).